Event description:
It was reported that a user experienced hypoglycemia after several days of ilet use, with nighttime lows and post-meal lows despite small carbohydrate meals; the user adjusted the glucose target upward and was educated on the suspend feature for activity and advised to monitor glucose. Symptoms included low blood glucose to 48 mg/dl without loss of consciousness or other acute complications. Outcomes included transient impact requiring oral carbohydrate treatment with juice, gummies, and glucose powder, with low glucose lasting about 20 minutes and no medical intervention or hospitalization. Investigation included complaint handling with user education and operational troubleshooting. Investigation of this case revealed no device alerts or alarms and that the cause of hypoglycemia was unclear. It was concluded that the event involved hypoglycemia of unclear cause with user-directed parameter adjustment and education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.